Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones. Upon interrogation the device was found to be in safety core and had recorded a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Analysis confirmed the device was in safety mode due to a memory fault. No code 1003 were recorded in device memory. After the memory error was corrected, the device passed automated tests which verified pacing, sensing, defibrillation, lead impedance measurements, and recording functions. Although the memory fault and safety mode were confirmed, laboratory analysis was unable to reproduce the condition the memory fault.

Event description:
--